Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been replaced or returned to the manufacturer for evaluation. No parts have been returned to the manufacturer.

Event description:
A medtronic representative reported that preparing for a brain tumor resection case, the active frame on the navigation system was not recognized. The procedure was able to be completed with the use of a different navigation system without patient injury. There was no delay to the procedure and no impact on the patient outcome. No additional information is available.

Manufacturer narrative:
Correction: unique device identification (UDI) is unavailable as this device is not released for distribution in the united states. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Device evaluation: the cranial active frame was returned to the manufacturer for evaluation and the reported issue was confirmed. When connected to a known good system, the returned frame did not have any leds firing. The frame also did not have a lighted status on the tool interface unit (tiu) indicating a likely open in the cable. No physical damage was observed.

Event description:
The procedure was completed using a different instrument. The navigation system was not exchanged.